Event description:
The pt was examined by the surgeon due to a complaint of ear pain on the implanted side. The surgeon found the pt had a cholesteotoma and infection in the middel ear space. The cholesteotoma had reportedly pulled the electrode array out of the cochlea. The pt's device was explanted. She is being treated with antibiotics and will likely receive an implant on the contralateral side at a later date.